Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, causing the customer to experience an undefined elevated blood glucose (bg) level. The customer administered a correction bolus to address the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.